Event description:
During the procedure a cook instinct endoscopic hemoclip was used for hemostasis in the upper gi tract. The device was advanced through the endoscope channel positioned at the clipping site. The clip was deployed, everything worked perfectly and the patient was fine. However, the handle broke after the clipping device handle was engaged. Despite this difficulty, the physician finished the procedure with use of this device. This information reasonably suggests the drive wire disconnected from the handle, which has been established as a reportable occurrence. No section of the device remained inside the patient's body other than the deployed clip. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.